Manufacturer narrative:
The customer's complaint that the tubing disconnected at the stopcock could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing became disconnected at the stopcock connection during an or case and leaked. There was no patient harm.